Manufacturer narrative:
Based on information provided, this report is being filed due to possible use error. It was reported that the patient had been transferred between different wards in the hospital, and during this 3 week time period, the dressing had not been changed. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Device labeling, available in print states: dressing changes wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam or non-adherent material underneath the v.a.c. Granufoam dressing to help minimize the potential for bleeding at dressing removal in these patients. Device identifier not provided.

Event description:
On nov 11 2016, the following information was reported to kci by the hospital senior house officer: v.a.c. Therapy commenced on (B)(6) 2016 on a male patient's abdomen whom had been transferred between different wards in the hospital, and during this 3 week time period, "the dressing had not been changed and will require surgical intervention to remove the foam." On nov 16 2016, the following information was provided to kci: "the patient was taken to theatre on (B)(6) 2016 to have the dressing removed, and it was noted the wound was healthy and granulated. Once the removal of the dressing was complete, the patient was placed back on v.a.c. Therapy." On nov 16 2016, the following information was provided to kci: "v.a.c. Therapy has now been restarted on the patient. The patient needed the foam to be surgically removed." The hospital did not provide the v.a.c. Granufoam dressing lot number. Therefore a device history review could not be performed.